Event description:
It was reported by customer via medwatch that rn inserted midline catheter. On removing the stylet and t-lock assembly the wire was sheared. There was no patient injury noted. Catheter successfully inserted.

Manufacturer narrative:
H11: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged stylet was confirmed; however, the exact cause is unknown. The product returned for evaluation was one 4fr sl powermidline catheter w/ t-lock and internal stiffening stylet (unit 01). Additionally, a second separate stylet was returned (unit 02). Gross visual and microscopic inspection of unit 01 was unremarkable, therefore the investigation will focus on unit 02. A gross visual inspection of unit 02 found that the outer coil wire had unraveled and the weld tip was missing. Microscopic inspection of the fracture surfaces found that the core wire narrowed near its fracture site, which is characteristic of tensile failure. A segment of the outer coil wire nearest to the outer coil wire fracture site was still tightly wound which is typically seen in breaks caused by sharp instrument damage. Based on the observed features, it is likely that multiple factors may have caused the resulting state of the returned sample. However, there is insufficient evidence to conclusively determine a root cause. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer via medwatch that rn inserted midline catheter. On removing the stylet and t-lock assembly the wire was sheared. There was no patient injury noted. Catheter successfully inserted.